Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The drive support disk was inspected and no anomaly was noted. However, the insulin pump was received with minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their blood glucose level had gone over 400mg/dl. The customer states they had changed out their site, ate something, but woke up with blood glucose levels over 600mg/dl. The customer states they did not feel ok to troubleshoot. The customer states they have been treating the high levels with manual injections. The drive support cap was noted to be flushed. The customer was advised that the device would be replaced and returned for analysis.